Manufacturer narrative:
Updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery for the device failed calibration attempts in multiple mrx cadex adapters. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, suggesting a partially charged battery. While evaluating the returned battery, it was verified that the battery prompted a ¿fail 128¿ error code when inserted into a cadex charger. Upon removing and re-installing the battery into the cadex unit, the error message cleared. The battery subsequently charged and calibrations were completed. Functional testing verified that manual shocks could be delivered when the battery was installed in an mrx unit. Although the initial error message cleared, a conservative conclusion deemed the abnormality to be indicative of a potentially faulty battery and the component was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the battery for the device failed calibration attempts in multiple mrx cadex adapters. There was no patient involvement.